Event description:
Reporter indicated the pt presented to the physician's office with an increase in seizures. Subsequent diagnostic testing yielded high lead impedance on a system diagnostics test, indicating a possible lead malfunction. The physician's office stated they are unsure if the "increase in seizures" is related to the vns therapy system because the pt has a history of pseudo-seizures and psychosocial issues. They do not know for sure "what is seizure activity and what is not." The pt was hospitalized for monitoring and "he was acting like he was having seizure activity, but it did not show up on the monitors." X-rays were taken and read by the radiologist. The results were negative. The pt denies trauma and denies manipulating the device. The pt's generator was programmed off.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.